Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic paraesophageal hernia repair with fundoplication, when the surgeon was applying the needle to diaphragm tissue, the needle became dislodged and did not catch on the other side of the jaws of the device but instead fell out and remains inside the muscle. The whole needle fell into diaphragm and was not retrieved.